Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented to the hospital due to syncope, no ventricular capture and low sensing values were observed. Pacing therapy was disabled and a temporary pacemaker was used until lead revision could be performed. During lead revision, the helix of the lead could not be retracted. The lead was explanted and replaced.